Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information. Should the information be provided later or the device returned for analysis, a supplemental medwatch will be sent.

Event description:
It was reported that during a robotic prostatectomy procedure, when rfna taking a vascular bundle, the jaws locked and would not open, they cut the device out. There was bleeding reported; at this time it is unknown how many ccs or if the patient required blood products. The bleeding was controlled by clamps and sutured with the robot. They then used another device to complete the procedure. No further information is available at this time. The bleeding was at a vein site and not an artery. The device is being held in risk management before they will release for analysis. Patient was reported to be stable.